Event description:
Customer reported the system will not boot properly. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the circuit breaker. System operates as intended. (B) (4).